Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had broken, was not close and stays open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken failed to close and stayed open. A field service engineer (fse) troubleshot an issue with drawer 2.2 not closing and found that the latch assembly was missing screws. Replaced and properly tightened all missing screws. The drawer then closed without issues. Rebooted the pyxis system, tested the drawer, and confirmed that the customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had broken, was not close and stays open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.